Manufacturer narrative:
(B)(4). D10: 00801802802 item name femoral head sterile product do not resterilize 12/14 taper lot # 61070033. 00631005828 item name liner 10 degree elevated rim 28 mm i.d. For use with 58 mm o.d. Shell lot # unknown. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 14 years post implantation due to periprosthetic fracture. All the components were exchanged except for the shell which remained implanted. There is no additional information available at the time of this report.

Event description:
No further information at the time of this report.

Manufacturer narrative:
Component code: mechanical (g04) ¿ stem. Visual examination of the provided pictures identified no damage to the implant, but the top portion of the femur has fractured and remains attached to the implant. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiograph were provided and reviewed by a health care professional. Review of the available records identified the following: right periprosthetic fracture midshaft femur. Patient has known cancer. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.